Manufacturer narrative:
Adverse event or product problem update - from product problem to adverse event update to intervention to prevent permanent impairment/damage (devices) noted as "remains implanted" - update - the lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Previously reported distributor. Correction, distributor should not be reported. Previously not reported - correction, this product is not marketed in the us claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -9.50/1.0/082 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. Reportedly, the lens remains implanted. Cause of the event is reported as user error. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.